Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, a missing end cap sticker and scratched reservoir tube window.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were unresponsive on the insulin pump. Customer stated a battery replacement did not resolve the issue. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.